Event description:
It was reported that, "the doctor broached to at #9 stem. He tried to implant the #9 stem, but it sat proud about 1 to 1.5cm. The stem was removed, and a #7 stem was implanted."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.